Event description:
It was reported that the patient's implant was a boston scientific device which was 6 years old and the patient can't keep a charge. Rep later received a call from an hcp regarding the pt and said that the ins quit functioning. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).